Event description:
It was reported from (B)(4) that the patient called the clinic and informed that he has high watts alarms. Hospital started to routine thrombus protocol by IV heparin but problem remained same. On (B)(6) 2015 hospital decided to exchange the pump and performed exchange by thoracotomy. The current condition of the patient was not reported. It is unknown at this time if the pump will be returned.

Manufacturer narrative:
The vad was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event, with clinical/patient factors appearing to have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received reported that the patient died six days post pump exchange with the hospital reporting that the death is not related to the vad pump. No further information is available. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and death are known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including death. Based on the available information a definitive conclusion regarding the cause of death cannot be determined. However, based on the report that the death was not related to the pump, it is likely that it was related to patient comorbidities and procedural factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. It is unknown if it will be returned.